Event description:
It was reported that after wearing the pod, the site was red, irritated and itching. The patient received a prescription antibiotic ointment (aflumycin) to treat the affected area.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.